Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that c-34 and u-02 errors occurred on integrated electrosurgical unit (iesu). The tse had the customer perform hard power cycle and reset the iesu, but the issue persisted. The tse advised the customer to change energy settings to classic coag, to use a backup esu or to swap out the vision side cart (vsc) to resolve the issue. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generator unit to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed, and the issue was confirmed using system logs, which recorded recurring error c-34 on multiple dates in march and april 2026, along with error m-11 on other days. Visual inspection revealed minor cracks and scratches on the bezel. During testing, the unit displayed error code c-34 at startup, while the logs recorded codes c-00 and m-11. The complaint was confirmed based on the failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the generator.